Event description:
Device used for oncological resection of the right distal femur. Atraumatic component fracture.

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.